Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was experiencing ongoing low blood glucose(bg) levels; no bg value given. Reportedly, the customer adjusted the carbohydrate ratio from 1 unit:10 grams to 1 unit:12 grams to address the issue.